Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred during the therapy initiated on (B)(6) 2014 at 20:23:07. During night drain cycle four, the patient's ultrafiltration reading was 1277ml, indicating the home patient drained 1277ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received by baxter for evaluation. Review of the event log found evidence of the reported iipv condition. The cause was determined to be use error, inappropriate bypass of the drain, not including initial drain. Homechoice / homechoice pro apd systems patient at-home guide gives instructions on how to bypass the drain phase. Should additional relevant information become available, a supplemental report will be submitted.